Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sheath, air bubbles repeatedly formed in the sheath, making it difficult to aspirate after the balloon was inserted. The physician expressed discomfort in proceeding due to the presence of air bubbles. The sheath was replaced with another model sheath, which resolved the issue, allowing the procedure to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012432800 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The pressure test showed the pressure decay in the device was in an acceptable range. The vacuum test showed the pressure decay in the device was in an acceptable range. In conclusion, the reported air ingress could not be confirmed through analysis. The sheath failed the returned product inspection due to the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.